Event description:
Report 3 of 3 received from an international affiliate of air noticed distal to the tubing cassette. The report states, "air was noticed in the distal part of the set (below cassette). " no specific programming parameters were provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.